Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed as the inner member including the tip was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported form this lot. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that the tip detachment was due to not retracting the thumbslide to sheath the tip and locking the system lock prior to removal resulting in the tip catching in the stent and/or anatomy resulting in separation; however, this could not be confirmed. The additional treatment to remove the tip was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. H6: type of investigation 4114 removed. H6: investigation findings 3221 removed. H6: investigation conclusions 4311 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported form this lot. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that the tip detachment was due to not retracting the thumbslide to sheath the tip and locking the system lock prior to removal resulting in the tip catching in the stent and/or anatomy resulting in separation; however, this could not be confirmed. The additional treatment to remove the tip was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for eval updated from "yes" to "no". H3 - reason device not evaluated by MFR changed from 'device evaluation anticipated, but not yet begun' to 'na'.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A 5.5x150mm supera self-expanding stent system (sess) was used with a non-abbott 6f sheath without any resistance, and the stent was deployed successfully. The tip of the sess separated during the procedure, so a snare was used to remove the separated portion. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.